Event description:
It was reported that while preparing a mammotome for a breast biopsy case and when attempting to "initialize" the probe, it gave her an error message. It was tried again jiggled with the cables a bit and was able to get the probe to initialize and was able to complete the case. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was causing the unit to have a loud grinding noise and error code l3-002 during testing. To correct this issue, the site replaced the green cable. The e-clip was damaged during disassembly and was replaced to correct the issue. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.